Event description:
Guide wire was difficult to remove and sheared the catheter, when the line was removed it broke and the surgeon was called to perform a cut down. Pulled pt up and the line broke at insertion site. "No reason to believe it got caught on anything". "Could have been snapped by the clavicle".

Manufacturer narrative:
Sample not available for evaluation. (B)(4).